Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 7489-51, serial# (B)(4), product type: extension. Product ID: 3888-33, lot# 0205202983, product type: lead. Product ID: neu_siliconeanchor, product type: accessory. (B)(4).

Event description:
The patient's healthcare provider (hcp) reported the patient experienced a loss of stimulation. Impedance testing was performed and it was found that "every electrode showed over 4000" ohms. The patient's entire system was replaced as a result of the event and the issue was resolved. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly.